Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.

Event description:
It was reportred that during a left ventriculargram procedure, a 1mm x 3mm sliver of foreign material was left in the patient post procedure and discovered during reviewal of the angiogram. The lesion being treated was in the left ventricle. Both a 6fr pigtail 145 degree and 6fr fl4 catheters were used in the procedure, however, the foreign material was injected with the contrast via the pigtail catheter. No follow up films were performed. Patient was notified and is reported to be in stable condition. The procedure was successfully completed with this device. No patient injuries or complications were reported.